Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery systems were used to treat an occluded saphenous vein graft to a pt's obtuse marginal (reference MFR report #2953200-2010-00619). It was reported the two devices were successfully implanted proximal to the filter wire. The physician failed to cross the stents with two post-dilation balloons. The endeavor sprint rx stents were post-dilated with a quantum maverick balloon. It was reported that the physician experienced difficulties when attempting to remove the filter wire with its retrieval catheter. The physician reported that the filter wire net came in contact with a struct of the newly deployed stent subsequently causing the stent to accordion back on itself on removal of the filter wire. The physician passed through with a rotoblade and three endeavor stents were successfully implanted without incident. The endeavor sprint stent delivery system were not returned to medtronic for evaluation. Still images of the event and cine images of the treatment of the vessel post the difficulties experienced removing the filter wire were provided for review. On review of the still images it appears that the initial two endeavor sprint stents were deployed successfully in the mid and the proximal portions of the target vessel. The still images appear to show stent deployment irregularities due to the vessel morphology of the vein graft. The still images appear to show the dilatation of a post-dilatation balloon inside the distal stent. It is not possible to determine from the images if a protruding stent strut impacted on the deformation. Only still images were provided showing the removal of the spider fx device, but from these images, it appears that the filter may have only been partially withdrawn into the recovery catheter.

Manufacturer narrative:
(B) (4). Evaluation results: (deformation, care to be taken crossing newly deployed stent); (filter wire); (heavy calcification of rca); (used outside label indications-implanted in svg); (occluded svg).